Event description:
Myosure extended tissue removal system (disposable). Shaving blade broke during use. The vendor representative was present. There was no harm to patient. A new device was used without further complications.